Event description:
It was reported that a female patient born on (B)(6), ((B)(6) kgs) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that after ablation had been completed, during the idiopathic vt case, a pericardial effusion was noticed in the patient. After the physician had finished ablating, the pericardial effusion was discovered via intracardiac echocardiograpy (ice). The pericardial effusion was confirmed via ice and echocardiography (echo). The medical intervention provided to the patient was a pericardiocentesis, and about 450cc of fluid was removed. The patient was reported to be in stable condition. It was also reported that the smartablate remote displayed a "temperature invalid" error message, and the remote would not come on for ablation. The cable connections were re-seated, without resolution. The cable was replaced without resolution. The catheter was replaced, and the issue resolved. The procedure continued. The smartablate remote is operating per specs and is not responsible for the product issue. The physician was not sure what cause of this adverse event was. Medical intervention provided was pericardiocentesis. As of the time of this email patient condition is improved. The patient did require extended hospitalization because of the adverse event, pericardial drain was placed and stay had to be extended to maintain drain. Generator information: smartablate, unsure of model, sn- (B)(4). A transseptal puncture was performed. Needle product details: abbott brk. Prior to noticing the pe or CT ablation was performed. There was no evidence of steam pop. The md thinks this event occurred during the ablation phase. An irrigated catheter was used in the event, flow settings were per instructions for use (IFU). Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Only error message was prior to ablation. It was ¿invalid temp¿. New catheter was opened, and error was resolved. Case continued and ablation phase began with no error messages. Force visualization features used were visitag, force vector, and dashboard. The visitag module was used, the parameters for stability used were tag index was used with recommend settings and tag size was 2.5. No additional filter was used with the visitag. The color option used prospectively was tag index. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as unavailable and will not be returned for analysis. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).